Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited electromagnetic interference (emi) over-sensing resulting in false tachycardia reading. No intervention was performed. The patient experienced no consequences and will continue to be monitored.